Event description:
It was reported that "during a lap-chole procedure the permaclip closed on the cystic artery. The surgeon had to use clamps with clips and cut artery to remove the permaclip. No pt injury was reported. The procedure was not altered or extended."

Manufacturer narrative:
Upon receipt of the actual device we will return this device to the mfg site for an evaluation. As soon as the mfg engineers have completed their investigation a supplemental report will be filed.